Event description:
It was reported that there were multiple cartridge alarms occurring during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.